Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long was the surgery delayed? Was the procedure delayed to search for the detached needle? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. What instruments were used to grasp the needle? Where was the needle grasped during use? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the surgical suture of the vaginal wall, the needle detached from the thread, remaining untraceable in the tissue. Consequences for the patient: x-rays of the surgical site with prolongation of surgical and anesthetic times. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how long was the surgery delayed? 1 hour. Was the procedure delayed to search for the detached needle? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no. Was the post-operative care changed due to this event? Please specify. No. ¿ was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Surgical instruments and intra-operative scopy machine. What instruments were used to grasp the needle? It was mounted as usual on the holder; when the surgeon sutured, the sales rep saw the thread come out of the tissue without the needle. Were the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? The piece was retained in the patient for a while but it has been retrieved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.